Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that soot-like foreign matter was found in the closed packaging of the bd plastipak¿ luer slip syringe. The following information was provided by the initial reporter, translated from portuguese: "I report the occurrence of a technical complaint related to the 20ml luer slip syringe brand bd. The technical complaint reports the presence of soot-like fragments inside the closed packaging of this material" was the material ever used? If yes, which drug was being administered? No, the material was not used because the problem reported in the technical complaint was verified before opening the product packaging. Was there any harm to the patient/health worker? No.

Manufacturer narrative:
H.6. Investigation: photos received for investigation. Upon visual inspection, it was possible to observe the incident of foreign matter, in this way bd confirms the complaint. A device history record review showed a maintenance order that could potentially be related to the incident, there was an intervention in the equipment to install a finishing piece on the packaging machine. Possible root cause is associated with a failure in the cleaning of the line after maintenance. H3 other text : see h.10.

Event description:
It was reported that soot-like foreign matter was found in the closed packaging of the bd plastipak¿ luer slip syringe. The following information was provided by the initial reporter, translated from portuguese: "I report the occurrence of a technical complaint related to the 20ml luer slip syringe brand bd. The technical complaint reports the presence of soot-like fragments inside the closed packaging of this material." Was the material ever used? If yes, which drug was being administered? No, the material was not used because the problem reported in the technical complaint was verified before opening the product packaging. Was there any harm to the patient/health worker? No.